Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while adding air into a hazardous medication vial using the bd phaseal¿ protector p50, the expansion chamber broke. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: one sample has been received contaminated with chemo. The sample was not handled. Only some pictures were taken. The film was detached. (The sample has been destroyed). 10 retained samples have been evaluated. Visual inspection shows no defects. Overpressure and film breakage test have been carried out. All results have been acceptable. Breakage produced through the film (not in the seal) which is the best case. Overpressure and film breakage results obtained during manufacturing process have been checked and all of them are acceptable. Hotter plates for sealing were changed the day before the starting of the lot. No quality notifications was found during device history record. According to the investigation performed in an corrective action (cor) a waiting time is required since the hotter plates reach the set temperature until the machine starts to work. The machine software was changed (changed control) 10 minutes waiting time were added. This lot was manufactured in march 2017, before the implementation of the change control and cor (september 2017). During manufacturing process different tests and inspections are carried out to avoid faulty parts: it is verified that expansion film of the bladder is centred in the protector housing, correctly sealed and free of holes or damages, overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure, film breakage test the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. 2,12 popping expansion chamber. One sample has been received contaminated with chemo. The sample was not handled. Only some pictures were taken. The film was detached. (The sample has been destroyed). 10 retained samples have been evaluated. Visual inspection shows no defects. Overpressure and film breakage test have been carried out according to (B)(4) (current version). Al results have been acceptable. Breakage produced through the film (not in the seal) which is the best case. Overpressure and film breakage results obtained during manufacturing process have been checked and all of them are acceptable. Calibration of tool used to perform this test has been checked and it is ok. ( tool: 26-116; calibration range: 0,40 -2,40 bar; period 17/jul/2017 - 31/jul/2018. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by (B)(4) supplier. Currently, they are molded in bd (B)(6) plant. Visual inspections and critical dimensions for protector housing parts are performed in according to (B)(4) current version. Visual inspections for protector and membrane are performed by the operator. Burrs, unfilled parts, particles, dirty, burned parts, incorrect color,etc. Critical to quality dimensions of all protectors housing are measured. See pictures below: hole of the needle (pass/no pass gauge). Snap fit diameter (pass/no pass gauge) this is a critical dimension for protector grips that indicates the degree of fixing to the vial. During assembly process, the operator performs the following inspections and tests according to (B)(4) current version: it is verified that expansion film of the bladder is centred in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centred in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. According to (B)(4) all phaseal products are tested in order to verify that there is no leakage at the membrane. Conclusion: no defects have been found during the evaluation of the 10 retained samples. No qn¿s or other defects have been found during DHR review. Hotter plates for sealing were changed the day before the starting of the lot. (B)(4). According to the investigation performed in cor (B)(4) , a waiting time is required since the hotter plates reach the set temperature until the machine starts to work. The machine software was changed, 10 minutes waiting time were added. (Change control (B)(4)). This lot was manufactured in march 2017, before the implementation of the change control and cor (september 2017). Based on information above and taking into account the low severity and frequency of the defect (according to (B)(4)) it was determined that no CAPA is required. Change control (B)(4).